Manufacturer narrative:
Pump passed all functional testing including the rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement test. No motor error alarms, unexpected no delivery alarms or displacement anomalies noted. No unexpected loss of settings, resetting time/date, or pump anomalies noted. Pump received with burn mark on the case, cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window, and scratched reservoir tube window. The belt clip slot was inspected and no anomaly noted.

Event description:
Customer called to report a broken insulin pump. Customer reported that he is experiencing low blood glucose levels. Customer's blood glucose reading ranged from 27 to 64 mg/dl. Customer was not admitted as an inpatient for medical treatment, but emergency medical technicians (emt) were called to treated the customer's low blood glucose levels. During troubleshooting, it was discovered that the reservoir shows more insulin than what is shown on the status screen. Customer also reported that the pump is cracked at the reservoir window. The insulin passed functional testing, however advised discontinuation of the insulin pump and revert to back up plan per health care professional due to damage. Product is being returned and replaced.